Manufacturer narrative:
All available information was investigated, and the reported difficult clip deployment could not be replicated in a testing environment. Additionally, the actuator mandrel was observed to be broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported difficult clip deployment and observed broken actuator mandrel were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: medical device problem code: 3270. Codes added: medical device problem code: 2577.

Event description:
N/a.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, difficulty was encountered while deploying the clip as the tip of the delivery system was unable to detach from the clip. Troubleshooting was performed and was unsuccessful. The clip was replaced with another device to complete the procedure. The mr was reduced to grade <1 post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.